Manufacturer narrative:
The compressor was investigated by our field service engineer. The mains inlet was replaced, and the compressor passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined but was most likely due to a defective mains inlet.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor would not turn on. There was no patient harm. Manufacturer's ref.#: (B)(4).